Manufacturer narrative:
Patient age at time of event: 18 years or older . (B)(4). Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus device. The brake button and advancer were microscopically and visually inspected. The advancer unit and burr units were received attached together as a single unit. The advancer knob was received loosened in a midway position. The brake button was received broken with a portion not returned. The returned portion of the brake button was received inside the advancer. The advancer housing was opened to check for damage or the missing portion of the brake. There was no damage to the advancer and the missing portion of the brake was not in the advancer. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the break broke. A 1.5mm rotalink¿ plus was selected for use in an athetrectomy procedure in the aortic arch. During the preparation for the procedure, it was noticed that the black handle that controls the break was broken off. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.